Manufacturer narrative:
Date of event: exact date unknown, event occurred a month ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing pain at the ipg site after picking up heavy boxes and during charging session due to pressure against the ipg. The patient underwent a revision procedure wherein the ipg was relocated. The patient was doing well postoperatively. The ipg remains implanted.